Manufacturer narrative:
B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia which resulted in hospitalization and therefore required a basal rate update per hcp. The customer couldn¿t provide the treatment during hospitalization. Customer declined for troubleshooting. No further patient complications were reported. The product will not be returned for analysis. Frn- mmt-332a, unomed inf set.